Event description:
It was discovered at follow-up that this pacemaker was discovered to be in safety mode. It was planned to assess the patient's pacing needs and then decide if replacement is needed. The pacemaker remains in service and no adverse patient effects were reported.